Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the tip separated from the rest of the catheter when they were loading the catheter on to the wire. The account reported this defect occurred while preparing for the procedure. The device was not used on a patient.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record found no exception documents. A review of the complaint database found one similar complaint for this lot number. Corrective actions are in process.